Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement vent. The vent was received at carefusion for evaluation. The issue was isolated to the panel meter being out of specification. It was adjusted to resolve the issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the frequency can be adjusted down to 1.5hz (low specification is 2.5 - 3.0). The "sound" doesn't change. There was no harm to the patient.